Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found capped 10.5 cm distal to the is-1 connector pin. In this region the insulation was damaged during the extraction procedure. The proximal and medial fragments were received for analysis. The distal fragment including the lead tip and rv shock coil were not returned. Extraction aids were found in the fragments. The provided x-ray showed that the distal fragment remained in the implanted state. The returned svc shock coil was found covered in fibrotic growth. Furthermore, the svc shock coil and the conductor cable leading to the svc were found stretched and fractured. These damages probably occurred during the extraction procedure due to tensile stress. Additional root cause analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high shock impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to high out of range shock impedance. Reportedly a distal part of the lead could not be retrieved.